Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The contact reported that the customer experienced a blood glucose (bg) level above 400 (mg/dl). An injection was delivered to address bg levels. It was indicated that manual injections were available for diabetes management.